Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The customer reported that that the system was not getting on. The case has been open for billing purposes. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live feed was not coming up. There was no report of harm. Philips has started an investigation of this complaint.